Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker has depleted from 1.5 years to 4 months battery remaining. Boston scientific technical services (ts) discussed the transition from blended calculation using coulombs and monitoring voltage to monitoring voltage. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker has depleted from 1.5 years to 4 months battery remaining. Boston scientific technical services (ts) discussed the transition from blended calculation using coulombs and monitoring voltage to monitoring voltage. As of this time, this device remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was surgically explanted, and a new device was placed. No additional adverse patient effects were reported.